Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a bedside follow-up in a nursing home. Upon device interrogation, the patient's right atrial lead exhibited inappropriate automatic mode switch episodes due to noise. It was noted that the noise was easy to reproduce. Programming changes were made. The patient's condition was stable throughout the event.